Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the needle part of the suture was broken and fell into the cavity of the patient. An x-ray was performed for the purpose of locating the needle and the needle was retrieved. A new suture was opened to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted that the needle appeared to have broken at the tip. As no sealed samples were returned, functional testing could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined regarding the reported condition. However, probable causes could be attributed to grasping the needle near the tip, instead of in the middle where the diameter is greatest. If information is provided in the future, a supplemental report will be issued.